Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that in the year 2010 the patient had a tibial osteotomy for correction of leg aches. Seven months after the implantation the patient developed an allergic urticaria,which had to be treated with antihistamines and steroids. After the removal of the tomofix the urticaria stopped. In the allergy testing at the general hospital the patient reacted positive to the application of a piece of the tomofix to the skin the doctors need to know the exact contents of the tomofix. In april the patient will get a hip implantation because of a dysplasia. Knowledge of the material in the tomofix is necessary for the future surgery. This is for 1 of 1 complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event 2010. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.